Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that while opening for the case, they expirienced an internal error with the real intelligence robotic drill. When the drill was connected to the real intelligence cori, the led light above the connector slowly blinked repeatedly, and the drill was not recognized on the drill connection screen. It was attempted to disconnect and reconnect, but the same issue occurred. This was noticed during set up for a cori assisted tka surgery, the procedure was performed, with a delay of less than 30 min, using a s+n back-up device. As this was noticed before the surgery, the patient was not involved.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, (B)(4), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. When the drill is plugged in, the light above the drill port is steadily flashing. When trying to run a kpc test, on the ¿robotic drill connection¿ screen, a ¿robotic drill critical error¿ is presented. In trying to run a case, on the ¿connection¿ screen, a ¿drill timeout error¿ popped up before reverting to a steady flicker of the drill connection checkmark. The drill was taken apart and it was found that the exposure motor had failed. A known working exposure motor was put into the drill and all tests were repeated. A case was completed without error, and a kpc test was completed with all passing values. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. When the drill is plugged in, the light above the drill port is steadily flashing. When trying to run a kpc test, on the ¿robotic drill connection¿ screen, a ¿robotic drill critical error¿ is presented. In trying to run a case, on the ¿connection¿ screen, a ¿drill timeout error¿ popped up before reverting to a steady flicker of the drill connection checkmark. The drill was taken apart and it was found that the exposure motor had failed. A known working exposure motor was put into the drill and all tests were repeated. A case was completed without error, and a kpc test was completed with all passing values. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is an exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.